Event description:
Customer reported receiving large differences in his sensor gulose readings versus blood glucose readings. Customer reported a sensor glucose reading of 65 mg/dl and a blood glucose reading of 200 mg/dl at the time of the call. Customer also reported receiving a weak signal alert followed by a lost sensor alert. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to high readings. The cannula was also found bent. It could not be confirmed if the customer received the sensor with a bent cannula due to the sensor being returned opened and used.